Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented to emergency room after experiencing chest pain and dyspnea. Pericardial effusion was noted from echocardiogram. Lead perforation was suspected. The fluid was drained via catheter. The patient was stable after procedure.